Event description:
It was reported that after the patient received a thorough clinical evaluation, the decision was made to replace their inflatable penile prosthesis (ipp). It was noted that the ipp no longer provided a firm erection. The ipp system and components were replaced and no further patient complications were reported.